Event description:
An attempt was made to insert the iab sheathless in the right femoral artery but it began to slightly unwrap. A sheath was inserted and then the iab. Following insertion, the central lumen could not be aspirated. The assembly was removed. There were no reported patient complications.